Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. A synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the mid- section of the stent. The stent struts on distal stent rows 10-12 were lifted and pulled in a distal direction. This type of damage is consistent with the stent being caught in a calcified lesion when withdrawing the device. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that crossing difficulties occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. A 3.00x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 3.0x34mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damage.